Event description:
It was reported that a dye study was performed in which it was suspected that the catheter had migrated out of the intrathecal space. A revision was performed on (B)(6) 2013 in which this suspicion was confirmed and noted the anchor remained intact. The catheter was explanted and discarded and a new spinal segment was implanted. There was no patient injury reported and the patient's daily dose was decreased. This device system was used to deliver infumorph.

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter.